Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was used in a robot appendectomy procedure on approximately (B)(6) 2025, and ¿unit came apart inside of patient, no patient harm recorded possible user error¿. Further assessment found the bag did not rip. "The metal jaws came off the device", completely detached and fell into the surgical site. All fragments were retrieved using robot graspers. The procedure was completed as normal without the use of an alternate device and a delay of 5 minutes. There was no report of injury, medical/surgical intervention or extended hospitalization for the patient. The patient is reportedly "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Examination of returned used trs-robo-8 device found that the bag had completely disconnected from the string. Note that the bag was not returned and, without the bag in position with the string attached, it cannot be determined if the kickstand was in the proper position. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be that the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was used in a robot appendectomy procedure on approximately (B)(6) 2025, and ¿unit came apart inside of patient, no patient harm recorded possible user error¿. Further assessment found the bag did not rip. "The metal jaws came off the device", completely detached and fell into the surgical site. All fragments were retrieved using robot graspers. The procedure was completed as normal without the use of an alternate device and a delay of 5 minutes. There was no report of injury, medical/surgical intervention or extended hospitalization for the patient. The patient is reportedly "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.